Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. Unexpected battery depletion was suspected and a replacement is planned. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).